Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: oct 1, 2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: a non-jnj lens was received inside a specimen cup. A non-jnj lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: since the sample of the complaint product was not returned, it is not possible to determine a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight ¿ ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be between (B)(6) 2021 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis eyhance intraocular lens (iol) was removed from the patient's operative eye. The reason for the exchange was not given. No other information was provided.